Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a left common femoral approach, the 99% stenosed lesion was located in a severely calcified, moderately tortuous anterior tibial artery. The 3mm x 20mm x 144cm coyote es balloon catheter was being used for pre-dilatation and initially inflated to 8 atms for 60 seconds. The balloon was advanced to the distal end of the most stenosed area of the lesion and inflated the balloon to 12 atms, when it ruptured. The balloon was removed intact without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.